Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the homechoice cassette and supply bag. This occurred during dwell one of peritoneal dialysis therapy and the patient was connected at the time of the event. The technical services representative assisted the patient with ending therapy and advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.